Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger was still in the pre-deployed position and there was slack present on the link. During testing the lever was opened and the plunger was deployed without difficulty. Both cuffs were captured successfully. Therefore, the reported complaint cannot be confirmed. Based on the visual inspection and functional testing, the cause for this complaint is related to the operational context in the use of the device. There is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported no angiogram was performed. Per the instructions for use for perclose proglide device under smc device placement: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the proglide device after a coronary angiogram procedure. Reportedly, the physician could not deploy the needles as he was unable to depress the plunger. The physician parked the foot and removed the device from the patient. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4): femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall.